Manufacturer narrative:
Product analysis summary; the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high thresholds, and low r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.